Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor test, excessive no delivery test and occlusion test due to compromised force sensor alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system error. The customer stated that the drive support cap was protruded. No harm requiring medical intervention was reported. The device will be returned for analysis.